Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that the sheath was leaking back fluid used to flush and was unable to operate properly. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath and its interfacing device(s), resulting in the occurrence of this event.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that the sheath was leaking back fluid used to flush and was unable to operate properly. The device was replaced, and procedure was completed successfully. No patient complications occurred.